Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of black crystals in the water tank. There is no allegation of serious or permanent harm or injury; however, user alleges they stopped using the device due to bad odor. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow up report will be filed.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of black crystals in the water tank. There is no allegation of serious or permanent harm or injury; however, user alleges they stopped using the device due to bad odor. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device not returned to manufacturer.